Event description:
I had implants placed in 2016, immediately after developed a head to toe rash that last for 6 months or more, started having horrible fatigue, migraines, widespread joint pain, excessive scarring after surgeries, brain fog so bad I have thought I might have early dementia, pain in my breast with numbness to breast and hands, increased skin sensitivities to any adhesive which I never had prior to implants. Anxiety, depression, weight gain, areas on my fingers that blister and itch, abdomen bloating, constipation, horrible gerd sinus issues and neck pain and muscle cramps. Had I been warned of breast related illness I would not have had implants placed. I am in a position that I feel miserable every day of my life and cannot afford to have them removed. Please look into this further, so countless women as myself do not have to suffer needlessly. I have mentor gel implants, I have a card with all the info I can send a picture of this if needed. FDA safety report ID # (B)(4).